Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 173 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.